Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from the connection of an extension set mated to a non-carefusion/bd connector during a milrinone infusion, dosage and rate not specified. Although requested, additional information is not available; there was no patient harm.